Event description:
A biomedical engineer reported that during vitrectomy surgery, the system displayed a message requiring a reboot. After the system was rebooted, the message was cleared, but the vacuum head was not activated, and therefore no pressure came into the system. It was noted that the red led on the solenoid of the main air source was not lit. The surgery was aborted. Multiple attempts have been made to gather add'l info, but none has been provided.

Manufacturer narrative:
The company rep examined the system and repaired a loose communication cable on the air/fluid controller pcb. Preventive maintenance was performed. The system was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).